Event description:
Implant failed before prosthetic restoration. Osseointegration was achieved but unknown if stability was achieved. At time of implant failure, swelling occurred. Bone quality was type iii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors and/or lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Patient medical history is thoroughly to be assessed prior to procedure as described in the instructions for use.